Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 7 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated when removing shield. Verbatim: from phone call on 2020-11-30 17:21:40: . Lot: 9324122. Catalog: 928858. Date of event: unknown. Samples: yes cl. From phone call on 2020-11-30 17:19:04: consumer stated, needle hub separated when removing shield. 7 syringes affected cl. Received voicemail from walgreens consumer stating, 7 syringes did not work. Returned call cl".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-01-11. H6: investigation summary: customer returned (8) used 0.3ml insulin syringes from lot 9324122. Consumer stated needle hub separated when removing shield. All 8 returned syringes were examined, and all 8 exhibited separated needle hub/shield assemblies; no damage to the barrel tips was observed. A review of the device history record was completed for batch # 9324122 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [200865195] noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure hub separated when removing shield. Root cause for this defect cannot be determined. Capa1630423 has been opened to address this issue.

Event description:
It was reported that 7 syringe 0.3ml 31ga 8mm 10bag 500 pl/wg separated from the hub during use. The following was reported by the initial reporter: "it was reported that needle hub separated when removing shield. Verbatim: from phone call on 2020-11-30 17:21:40: . Lot: 9324122; catalog: 928858, date of event: unknown, samples: yes cl. From phone call on 2020-11-30 17:19:04: consumer stated, needle hub separated when removing shield. 7 syringes affected cl. Received voicemail from walgreens consumer stating, 7 syringes did not work. Returned call cl".